Manufacturer narrative:
Adding UDI # (B)(4). Additional FDA coding being added after investigation of device. Adding type of investigation code 10. This is a follow up report to add this additional code. Device received for this event is being corrected from tidesign 3.5/4.0 - ø 4.5, 3mm catalog # 24286 to osseospeed tx 3.5s - 11 mm catalog # 24932. Correcting product code from nha to dze; this is a follow up report to correct this code. Correcting concomitant product from 24932 to 24286; this is a follow up report to correct this code. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4627. Medical device problem code - 1260. Component code - 887. Investigation findings code - 3252 + 3243. The correct codes for this complaint are: health effect - impact code - 4621. Medical device problem code - 2408. Investigation findings code - 213.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.